Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was not in patient use. The device has been returned to the manufacturer pending evaluation. At this time, we are unable to confirm the alleged malfunction. When the manufacturer's investigation is complete, a follow-up report will be submitted.